Event description:
The facility reported a colleague infusion pump which overinfused during biomedical testing. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be fled upon completion of an eval, or if any additional info becomes available.